Manufacturer narrative:
DHR (device history records) review (dated january 12, 2021) indicated that the product was supplied meeting specifications. IFU (instructions for use) review (dated january 12, 2021) indicated that no deviation of IFU was reported. Angiogram analysis (dated on (B)(6) 2021) indicated the following: 1. There are patent stents in cx and lad. 2. There is severe in-stent restenosis of a stent in the proximal rca. 3. A dissection at the edge of the stent was not seen. 4. A new stent is implanted in the previous stent in the proximal rca. 5. A separate stent is implanted in the pda. 6. The final angiogram shows a good angiographic result. Overall conclusions from final report (dated on (B)(6) 2021): 1. The review of the DHR indicates that the product was supplied meeting specifications. 2. Angina and restenosis intra-stent are well-known potential adverse events that may be associated with the implantation of a coronary stent in coronary arteries and is listed as such in section 7 of the elunir IFU. In this case the events were not unanticipated based on the known risks, including the patient's history of coronary disease. 3. The investigation findings do not lead to a clear conclusion about the root cause of the reported adverse events. 4. The events of this complaint are addressed in the elunir dmfea report and the risk remains low. No new risks were identified. 5. The patient recovered. The subject completed his participation in this study (1-year fu) on (B)(6) 2020.

Event description:
On (B)(6) 2020 the following complaint received at medinal, as part of the (B)(6) study: on (B)(6) 2019, the subject underwent the index procedure with implantation of a single elunir 3.0x15 mm stent (lot lnrin00357) in the prox. Rca. Guiding catheter: 6f; guide wire diameter: 0.36mm; maximum stent deployment pressure: 20 atm. On (B)(6) 2019, the patient was admitted for severe unstable angina. On (B)(6) 2019, the patient underwent coronary catheterization, the stent in the rca ostium showed 90% diameter stenosis and angiographic evidence of distal edge dissection and timi ii in this artery. Ptca was performed using a 2.5x15 mm balloon. Subsequently, a 4.0x15 mm des was implanted (2 inflations to a maximum pressure of 16 atm) overlapping with the old stent with a good outcome. Ptca was performed using a 4x12mm balloon (1 inflation; 20 seconds; to a maximum pressure of 16 atm). On (B)(6) 2019, the patient was discharged on dapt. The investigator considered the event as not related to the device and related to the procedure. Initial baim safety medical assessment: possibly related to device and to the procedure cec assessment dated (B)(6) 2020: possibly related to the device and not related to the procedure. Event outcome: recovered. The subject completed his participation in the study (1 year fu) on (B)(6) 2020.